Event description:
It was reported that post op of a laparoscopic gastric bypass procedure, the patient had a post op bleed the night of surgery and received a blood transfusion. The patient was passing blood. It is unknown if the patient is still in the hospital. The amount of blood loss is unknown. The surgeon did not mention the device function during the original surgery date. Device discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.